Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 21.230psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 290 to 318. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Intuvie received a report indicating that the infusion pump failed the ground resistance test, measuring 0.252 ohm. The acceptance criterion for this test is < 0.1 ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a component failure. The power filter was replaced, which successfully resolved the issue. The ground resistance test subsequently passed at 0.085ohm. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 21.230psi which is outside the acceptable range of 22 to 38 psi and the device failed the ground resistance test, measuring 0.252 ohm. The acceptance criterion for this test is < 0.1 ohm. No patient involvement was reported.